Event description:
Additional information received reported the patient had not been using their stimulator for an extended time and found no improved settings during a visit with their manufacturer representative. The plan was for the patient to follow-up with their health care provider (hcp) to further discuss their options.

Event description:
It was reported a patient¿s spinal implant had not worked very well the last few years, despite new batteries. The product worked great for several years. The patient¿s husband was told the product was no longer being produced and needed to be replaced with a newer model. It was noted the patient¿s husband seemed generally pleased with the product but lamented its decrease in effectiveness in the last few years. Additional information received reported that the patient was looking at taking everything out because the wires to the receiver were moving around and the patient had to tape them up. It was said it was moving around. The patient was on a trip and in order to walk, she had to tape the implantable neurostimulator (ins) down so it didn¿t move. It was said that wasn¿t going to work long because from the tape, she looked like she was in a fire on her right hip. It was also reported that a manufacturing representative came in and checked the device for about an hour and couldn¿t get it to work. The patient didn¿t remember the name of the representative or when it was. It was said that it was about 6 months ago. The patient and her current doctor were talking about removing the whole system. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Event description:
Additional information received reported the patient¿s device did turn on and function. Per the manufacturer representative the patient was not able to feel stimulation in the desired area which had been a long standing problem.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0110723v, implanted: (B)(6) 2001, product type: lead; product ID 3487a-33, lot# j0110723v, implanted: (B)(6) 2001, product type: lead; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4). (B)(6).